Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with a second prostyle device. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to greater than 10f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The product was returned for analysis. The reported needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss and unexpected medical intervention appears to be related to circumstances of the procedure. In this case, it is likely posterior needle to cuff miss occurred leading to a material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.